Event description:
(B)(6) 2023 bd1 customer is reporting a complaint on product # 8645wl. (B)(6). Customer states that a patient was able to get up and move to a couch without the 8645wl and the 8309wl sounding an alarm. Hospital claims this is a new miss. Limited information given on alarm or sensor. Please advise tech services once the inspection has been concluded on the devices.

Manufacturer narrative:
The device was returned and evaluated by posey products; at which time, it was found that the unit had no power due to batteries that came with did not have enough voltage to power up the unit. After the batteries were replaced with a new supply, the unit had power and would function as intended. No physical damage is observed. The sensor pad that was put into use with the patient was not returned for evaluation as it had been disposed of by the hospital staff after the patient was discharged. The possible cause of the event is that the customer may have used a faulty sensor pad, the sensor pad may have exposed to moisture shorting the internal components inside, patient may know how to put the unit into hold mode before transferring to the couch, or the unit was put into use with a patient even though there was no power. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time, testing of the device in question shows no evidence that a manufacturing nonconforming contributed to the reported complaint. Therefore, no corrective or preventive actions will be initiated at this time. Per tidi procedures, complaints for this device will continue to be trended and reviewed on a monthly basis. Manufacture reference file number (B)(4) h3 other text : product not returned.